Event description:
Allegedly, the screws broke after the surgery.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned for eval. The event device code is addressed in the package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in foreign country.